Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the nerve damage was confirmed to be related to the patient¿s device by their healthcare provider and that no diagnostics or troubleshooting were performed related to the nerve damage. When asked to clarify the circumstances leading to the nerve damage the patient reported their left leg had been their leg that was affected most by their ms, but since the nerve damage their right leg and foot were not the same. The patient continued that they had numbness in their right foot, and it doesn't bend and they trip often. The patient also noted their right foot also had times when their three middle toes curled under. The patient then reported that no actions had been taken related to the nerve damage and noted that they get anxious when they were going to use their programmer because they were afraid more damage could occur, and they had no idea what the extent of the damage could be. The patient continued that they were extremely happy with the effectiveness of the implant, but also apprehensive when using the programmer. When asked if the reported locking of the knees and not bending was related to the device, the patient indicated it was not related and it was a normal occurrence of multiple sclerosis. No further complications were reported.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was standing and increased stimulation and then felt a shock shoot down through their legs and out their toes sometime early this year, before april. The patient stated that ever since then they thought they had obtained nerve damage, so they were always careful to take one step at a time. The patient stated they were still currently affected by the nerve damage and normally their ms was in their left foot to where their foot kind of drags, and now it was in their right foot and they trip themselves and don¿t have much feeling in their foot. The patient told their neurologist about the episode and they were told that it sounded like nerve damage that probably wasn¿t going away. The patient noted that they did had a couple of good falls. The patient also noted that they had recently had other symptoms start up in may 2019 and came back within the last week and their daughter thought the ins was causing those symptoms. The day of the call was a bad day because their legs do this thing where their knees lock, and they can¿t take a step. The patient stated they first experienced their knees lock and not bending at their healthcare provide r¿s wedding in may, and they had to army crawl to the bathroom because they couldn¿t walk. The patient stated that just the day of the call both of their feet felt numb like crazy. The patient stated they didn¿t know what was causing those issues but couldn¿t help but question their implant. The patient stated their stimulator worked well for them and they didn¿t want it taken out or anything because it helped them. The patient asked what the maximum amplitude was because they hadn¿t gone past around 2v. It was reviewed that the patient had the option of turning the therapy off to see if the symptoms resolved. The patient was advised to contact their healthcare provider. No further complications were reported. Additional information was received from a healthcare provider indicating that they had not seen the patient since july and as such were not able to determine if the patient had nerve damage or not. It was noted that they did not have any record of nerve damage on file. No further complications were reported.